Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported customer's insulin pump is alarming motor error. Customer's blood glucose is 339 mg/dl. The alarm occurred when customer was running out of insulin. The alarm was cleared, but the device cannot do anything else without receiving another motor error. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm during the bolus delivery loop and alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked display window.